Event description:
Affiliate reported that the drain flow was blocked. As a result, coagulation formed inside the device. The surgeon removed the blocked portion, milked the device and re-established drainage. No adverse pt consequences were reported.